Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. (B)(4) - battery / catalog number 1650de / expiration date 31oct2015. Device evaluation anticipated, but not yet begun. MFR date: 31oct2014. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 31mar2017. Device evaluation anticipated, but not yet begun. MFR date: 31mar2016. (B)(4) - battery / catalog number 1650de / expiration date 31oct2015. Device evaluation anticipated, but not yet begun. MFR date: 31oct2014. (B)(4) - battery / catalog number 1650de / expiration date 31oct2015. Device evaluation anticipated, but not yet begun. MFR date: 31oct2014. MFR date: (B)(4) - battery / catalog number 1650de / expiration date 30apr2017. Device evaluation anticipated, but not yet begun (02) MFR date: 30apr2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's controller was changing from one power port to the other before the batteries were below twenty-five percent (25%) capacity. No damage was noted to the controller or its' power connectors and the issue could not be reproduced by manipulating the battery connections and/or cables. They further reported that the event was not associated with any controller alarms but was associated with pump stops. The controller and five of the patient's batteries were exchanged with no reported patient consequence. This exchange is reported to have resolved the issue.

Manufacturer narrative:
Bat201493 - UDI # (B)(4), bat215773- UDI# (B)(4), bat201478 - UDI# (B)(4), bat201479- UDI# (B)(4), bat216826- UDI# (B)(4). All batteries were evaluated by the manufacturer. Correction of MFR date bat201493: MFR date:10/10/2014, bat215773: MFR date:03/032016, bat201478: MFR date:10/10/2014, bat201479: MFR date:10/10/2014, bat216826: MFR date: 04/04/2016. (B)(4). It was reported premature power switching events and possible pump stops. One controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the controller contained the smr upgrade. Log file analysis did not revealed premature power switching events; however, multiple controller power up and motor start events were recorded. The first controller power up near the reported event occurred on (B)(6) 2017 at 22:32:25. Data point prior to the loss of power revealed that bat201478 was connected to power port 2 with 48% relative state of charge (rsoc) and an ac adapter was connected to power port 1. After controller power up event, bat215773 was connected to power port 2 with 95% rsoc and an ac adapter was connected to power port 1. Another controller power up event was recorded on (B)(6) 2017 at 01:57:56. Data point prior to the controller power up event revealed that bat215773 was connected to power port 2 with 66% rsoc and ac adapter was connected to power port 1. After the controller power up event, bat216826 was connected to power port 2 and an ac adapter was connected to power port 1. Bat216826 experienced a disconnection that may have been due to the patient disconnecting and reconnecting the battery or due to a momentary disconnection. The disconnection, however, occurred after the loss of power. Momentary disconnections are being investigated by the manufacturer under an internal investigation. The last controller power up event was recorded on (B)(6) 2017 at 12:12:55. The data point prior to the controller power up revealed that bat215773 was connected to power port 1 with 44% rsoc and bat201493 was connected to power port 2 with 95% rsoc. A data point after the controller power up was not recorded, most likely due to a controller exchange. Failure analysis of the controller and batteries revealed that the devices passed visual inspection and functional testing. The reported power switching events could not be replicated during testing. Based on the available information, the reported power switching events could not be confirmed; power switching events were not observed in the log files. The reported "pump stops", or losses of power, are most likely due to a disconnection of both power sources during a power source exchange. No failure detected, the controller and batteries were able to perform as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.